Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed, however, during the visual inspection of the provided photos an external fluid leakage at the connection header of the housing was visible. The reported failure could be confirmed. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was external fluid leak during therapy while using a polyflux 17l dialyzer. The fluid leakage was observed on the dialysate cap. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.